Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated when the consumer removed a tampon it fell apart leaving pieces inside. The tampon pieces came out one month later. She coughed hard, was sick to her stomach, light headed and almost fainted while driving. She pulled to the side of the road and two clumps of old tampon painfully came out of her vagina that were black with foul odor. Ever since the event she has had psychiatric symptoms, a very sharp pain inside her vagina, weight gain, bloating, fatigue, cyst growth, light headedness, loss of energy, weakness, nausea, cramps, trouble breathing, and period blood is black or brown. She uses only pads now.